Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump would not download recently and that the display was blank. Blood glucose level at the time of the incident was not provided. The customer stated that there was a no delivery alarm in the device's history. Customer also mentioned reservoir leaks, but troubleshooting could not be performed as this was a past issue. The insulin pump was not replaced or returned for analysis.